Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise and low impedance values. Once the pocket was opened an insulation abrasion was observed, which was suspected to be the cause of the noise and impedance issues. The lead was capped and replaced.